Manufacturer narrative:
Additional device information: model no. 28-28-95rl. Lot no. W10-0010-002. Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient anatomy met criteria for indications for use. No conclusion can be drawn at this time.

Event description:
Patient presented with a reverse conical neck with no significant angulation. Access and deployment of a bifurcated device and a suprarenal cuff were uneventful. After post-dilatation ballooning, there was an intraoperative proximal type I endoleak that could not be resolved with additional ballooning. A palmaz stent was placed to resolve the endoleak with good seal.